Event description:
It was reported that the t20 driver tip sheared off during surgery. The broken piece was able to be retrieved. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.